Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", "lo", 140mg/dl, 101mg/dl. Customer normally reads between 115-140mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on meter. Defect found on strips. Most likely underlying root cause of malfunction: strips had improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", "lo", 140mg/dl, 101mg/dl. Customer normally reads between 115-140mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).